Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 14-feb-2023, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 20-aug-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), while searching for a good position the micra catheter slipped directly into the apex. The patient experienced a perforation, cardiac tamponade and pericardial effusion. A pericardial drain and sternotomy was performed. The leadless ipg was attempted not used.  No further patient complications have been reported as a result of this event.